Event description:
Patient amc underwent cataract surgery and implantation of a staar model cc4204bf intraocular lens with a power of +19.5 diopters. Immediately after surgery, the pt ended up -8.5 d. The intraocular lens was removed and replaced by an allergan lens si-40, +19.5 diopters. The pt is emmetropic now.

Event description:
Pt amc underwent cataract surgery and implantation of a staar model cc4204bf intraocular lens with a power of +19.5 diaopters. Immediately after surgery, the pt ended up -8.5 d. The intraocular lens was removed and replaced by an allergan lens si-40, +19.5 diopter. The pt is emmetropic now.